Manufacturer narrative:
The device was returned to olympus for annual inspection. The additional findings were as follows: due to a chip on the plastic distal end cover, insulation resistance value at the distal end did not meet standard value, due to wear of the angle wire, bending angle in the up direction did not meet standard value, the light guide lens had a chip, the adhesive on the bending section cover had wear and the video connector case had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, the colonovideoscope to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that foreign material was in the air/water cylinder. There was no patient involvement. This report is being submitted for the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf-170 series operation manual chapter 3 preparation and inspection . Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.